Event description:
The nurse was activating an instant hot pack for patient to use. Nurse followed instructions and squeezed sides firmly where indicated to activate. Nurse began to knead the bag and shake up and down and immediately the contents of the hot pack spilled out of a hole in the top of the package (unseen by nurse prior to activation.) There was nothing leaking from the bag initially. Some of the content of the bag landed on the nurse's hands. The nurse immediately dropped the bag and ran to the patient's bathroom to wash hands. Nurse felt burning sensation where the contents landed on hands but after washing there was no marks or residual burning feeling. There was no patient contact with the contents of the instant hot pack.

Event description:
The nurse was activating an instant hot pack for patient to use. Nurse followed instructions and squeezed sides firmly where indicated to activate. Nurse began to knead the bag and shake up and down and immediately the contents of the hot pack spilled out of a hole in the top of the package (unseen by nurse prior to activation.) There was nothing leaking from the bag initially. Some of the content of the bag landed on the nurse's hands. The nurse immediately dropped the bag and ran to the patient's bathroom to wash hands. Nurse felt burning sensation where the contents landed on hands but after washing there was no marks or residual burning feeling. There was no patient contact with the contents of the instant hot pack.